Event description:
Situation: incomplete suture removal kit. Background: novaplus suture removal kit should include contents of 1 gauze, 1 forceps, and 1 scissor. Assessment: when performing a PICC dressing change, suture removal kits are needed. Upon opening a brand new novaplus suture removal kit, the forceps that should have come in the kit were not included. The kit was placed aside, and a new kit was retrieved without issue. Lot number 313450. Recommendation: inform company of faulty product. Manufacturer response for novaplus suture removal kit, novaplus suture removal kit (per site reporter). [Redacted date] initial contact for model number; retrieved sample; identified product reference #. [Redacted date]- emailed medline rep to report event and request an RMA and mailer.